Event description:
When the nurse was trying to withdraw the l cath peel away system, she met some resistance and was unable to withdraw the catheter more than 1-2cm. After hot compresses were applied the catheter was removed successfully.